Event description:
The customer ran a blood glucose test on the contour next ez and received a reading of 291, retested on the breeze2 and the reading was 140mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The call ended before further information could be obtained.

Manufacturer narrative:
The customer did not provide a model and serial number so it was not possible to determine a manufacture date.